Event description:
Olympus received a report from user facility stating that the probe broke on the thunderbeat device during a total laparoscopic hysterectomy procedure. The probe was touching the uterine manipulator (koh cup) and a whistle sound occurred, leading to the probe damage. The olympus sales representative examined the hand piece and noted a break on the probe. No pt harm was reported.

Manufacturer narrative:
Olympus received the thunderbeat hand piece for analysis. The analysis confirmed the reported probe damage. During the probe check, a probe damage error occurred. Fracture was found at 16mm from the distal end of the probe. Also, spark marks were observed on the grasping surface and the electrode in the same area. This damage is consistent with twisting the thunderbeat handpiece while grasping thick tissue, and the electrode is in indirect contact with the probe; this can cause a short circuit error as reported.